Manufacturer narrative:
The partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pacemaker syndrome. It was noted that there were high and undefined impedances, high thresholds, and loss of capture on the right atrial (ra) lead. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.